Manufacturer narrative:
Product event summary: analysis confirmed the reported event the lower screen was defective and out of specification with pixel segments missing. It was also noted that the upper case was broken, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, two side bails were missing, the ring was missing, the battery drawer was broken, the main printed circuit board (pcb) was contaminated, and the battery flex was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a defective lower screen, that had an intermittent issue with illumination and visual effects. Sometimes it would light up and show the menu and sometimes it would not. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.